Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:30:51. During night drain cycle four, the patient's ultrafiltration reading was 928ml, indicating the home patient (hp) drained 928ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. Upon conclusion of the investigation, the cause of the issue was determined to be one or more cycles advancing to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a supplemental report will be submitted.